Event description:
The customer delivered a bolus they did not need. The customer's blood glucose (bg) level subsequently decreased to 43 mg/dl. Customer consumed juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.